Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated, and the reported issue (no image) was confirmed / duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, serial digital interface (sdi) input from the monitor suddenly stopped working with no image displayed occurred due to failure of the printed circuit board. The cause of the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use, the high-definition lcd monitor suddenly stopped working with no image displayed. There were no reports of patient harm associated with this event.